Event description:
The event occurred on an unspecified date in (B)(6) 2022 and involved a primary plum set with 0.2 micron filter and secondary port. It was reported that when they took product out of package to spike a bag of fluids, there was what looked like black ink all over the tip of the spike. There was no patient involvement and no patient harm. This captures the second of two occurrences.

Manufacturer narrative:
The second device has been discarded and was not returned for investigation. Without the returned device a probable cause is unable to be determined. Date returned to manufacturer should be blank. Date returned to manufacturer is not applicable.